Event description:
It was reported to boston scientific corporation on september 11, 2008, that a corflo cubby low profile gastrostomy device was placed during a percutaneous endoscopic gastrostomy (peg) procedure in 2008. According to the complainant, at about 12 days later, the locking adapter cracked. The device was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacturer date is unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.